Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a laser trabeculoplasty procedure the surgeon performed procedure on the wrong eye. 194.5mj total energy, 119 out of 120 shots delivered. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in h.6. Initial MDR submitted the product problem code should be a2303 instead of a26. Additional information was added in h.3. And h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards the root cause of the reported ¿surgery performed on the incorrect eye¿ event is attributed to use error. The reported ¿laser delivery¿ event cannot be confirmed. Based on the information obtained, the root cause of the reported laser delivery event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported ¿surgery performed on the incorrect eye¿ event is attributed to use error. The reported ¿laser delivery¿ event cannot be confirmed. However, based on the information obtained, the root cause of the reported laser delivery event is inconclusive. The manufacturer internal reference number is: (B)(4).